Manufacturer narrative:
Dexcom, inc., and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that a wire was protruding from her skin upon removal of sensor due to a painful insertion followed by a discomfort and a nagging irritation during sensor wear. Pt was able to pull out broken material from her skin with tweezers. Pt believes that the 3-4 mm long material that was lodged in her skin was a piece of the insertion needle and not a broken piece of the sensor wire. Pt reports that the pain and discomfort subsided after removing the sensor and pulling the broken material out of her skin. Pt did not require medical intervention and has started a new and successful sensor session. During her call to dexcom technical support, pt reports feeling fine.